Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte with its original opened packaging and three photos. Through the visual examination the unit revealed the top disk of the septum had been pushed into the q-syte top body confirming the reported defect. This type of defect can occur during the manufacturing process or in the user environment due to external forces from incorrect use or excessive actuations. During the microscopic examination it was observed that the septum glue residue was indicative of a sufficient bond at the time of manufacturing. Although the failures stated in the reported issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device separation membrane collapsed on 2 occasions during use. The following information was provided by the initial reporter: the separation membrane collapses during use. The affected number is 2. One is lost in the hospital, and the other can be returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device separation membrane collapsed on 2 occasions during use. The following information was provided by the initial reporter: the separation membrane collapses during use. The affected number is 2. One is lost in the hospital, and the other can be returned.